Event description:
On (B)(6) 2022, a (B)(6)-year-old male patient (5'5" tall & weighed (B)(6) lb) allegedly developed blisters and 2nd degree burns after the bair hugger (series (B)(4)) was used to warm him in the emergency department (ed). The patient temperature was 97.3 degrees fahrenheit at the time of arrival to the ed, but he reported that he felt too hot. Also, he was covered in feces and urine on arrival and a bed bath was provided. The hugger was in place from 2130 to 2301. On (B)(6), 2022, at 1633 during admission to the hospital ward from the ed, blisters and 2nd degree burns were noted on the patient's thighs and abdomen. 3-4 closed elevated fluid filled blisters was noted on the left hip/abdomen and 1.25x1cm fluid filled blister and one opened blister was noted on the right hip. The area was treated with silvadene ointment and waffle cushion. On an unspecified date, the patient was discharged home with silvadene cream and home health nurse. The nurse reported the blister was healing and the area scabbed. On an unspecified date, 11 days after the alleged injury, the blister and burns resolved. No allergies reported. The patient's medical history included coronary artery disease (cad), peripheral arterial disease (pad), cardiomyopathy, covid-19 pneumonia, hypertension and chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
As of current date, customer sample has not been received. Without a sample, we are unable to verify unit performance or analyze root cause. If sample is received, further analysis will be performed. It should also be noted that overtemperature testing by the customer indicates the device was operating as intended.